Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5098969 labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Hod for ab 3.16it was reported that a skin reaction occurred. Date of issue is an approximation. The patient experienced a skin reactions to the sensor adhesive. Itching started after sensor was inserted. The patch was removed and the skin had a burned appearance, and the patient self-treated the area with topical silvadene cream 3-4 times per day until the skin site healed. The patient stated that scarring persisted, and the skin took longer to heal. No additional patient or event information is available.